Event description:
In 2003, the patient was implanted with two gore excluder aaa endoprostheses. Control CT (unknown date) showed a growing aneurysm without a detectable cause. In 2008, the patient went for surgery, and the two gore excluder aaa endoprostheses were explanted, and replaced by a gore sbt prothesis. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Please note additional device implanted: pc141400/02414116.